Event description:
An attempt was made to deploy a 2.5 mm diameter x 18 mm length endeavor sprint rx coronary stent into a pt. However it was reported that a dissection had occurred, following post-dilatation. Intravascular ultrasound check confirmed the complete apposition of the stent to the vessel wall. Pt was discharged from hosp on the following day. Approx 9 months post index procedure pt was hospitalized suffering an ischemic stroke. The investigator reports that the event had no relation to the study device/procedure drug. Pt was treated with oral drug and rehab.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval: results: (dissection, cva/stroke), (root cause unk).

Event description:
Patient had left hemiplegia and unable to articulate properly. Patient was treated with drug. Physician diagnosis with MRI was that patient had atherothrombotic brain infarction coming from the right internal carotid artery. The patient was hospitalized for rehabilitation.

Event description:
Approximately (B)(6) months post index procedure the patient expired after been rushed to hospital. It was considered that the root cause was pneumonia as it was noted that the patient had a fever and decreasing oxygen saturation while been transferred to the hospital.

Manufacturer narrative:
Patient history includes prior pci. Index procedure was prompted by stable angina.the previously reported death was sudden ,non-cardiac. Investigator indicated that event was not related to the study device.